Event description:
It was reported that the right atrial lead had noise and was oversensing. The lead broke during the explant procedure so it was only partially explanted. It was not possible to insert a catheter for the replacement lead due to clotting. A replacement procedure is scheduled at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.